Event description:
Atnal unipolar lead impedance alert; clinician called be another alert for low impedance. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).